Event description:
The patient was testing his blood glucose with the suspect device and was getting low readings (lo, 70 mg/dl and 110 mg/dl). He tested his blood glucose on suspect device and was around 80 mg/dl. He was not feeling well, he was vomiting so he went to the hospital. 25 minutes later his blood glucose was 500 mg/dl at the hospital. He was admitted to the hospital and given IV's and shots to bring down his blood glucose level. He was in the hospital for 3 days.